Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: device evaluation conclusion. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported the device had a 'cold weather' battery voltage, 2.79 volts, prior to implant. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.